Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device's logs were not attached. Both air and o2 modules were replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as the defective gas modules may lead to stop of ventilation, low o2 or high pressure. Defective parts have not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).